Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to elevated serum ion levels. Rep reported that the patient was otherwise asymptomatic, and no intra-operative findings were reported to the rep. The head and liner were exchanged (there are no allegations against the poly liner) for a ceramic head with sleeve and another poly liner. Rep provided primary implant information and reported that no further information will be available.